Manufacturer narrative:
The device, intended for use in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. A DHR review could not be performed because the lot number was not provided. A complaint history review was performed for the product and failure mode reported, there have been further instances in the past three years. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain the reported failure/harm or event. A clinical/medical review was performed and no further actions are required. Probable cause may be an obstructed fluid supply. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.

Event description:
It was reported that during the debridement utilizing a versajet, the hand-piece didn't complete its self-priming. The surgery was completed with surgical knife. No patient harm. There was no delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.